Event description:
A hospital rep reported that a pt was brought into the ER unconscious. A blood glucose test was done using their precision pcx blood glucose meter and received a readings of 11.0 mmol/l at 0430 am, that was higher than the hospital laboratory reading of 5.9 mmol/l at 0435. When plotted on the parkes error grid, the results fall within the "c" zone showing the difference in values are considered clinically significant. The info provided did not indicate any treatment rendered or specific diagnosis made. In addition, the hosp rep stated that they performed the necessary control solution testing a few hours prior to the event and the meter performed appropriately. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The health care facility requested the product not be replaced. However, if the meter is returned and investigated, a follow-up report will be submitted once results are available.

Event description:
A black spot was found on the supply line. This event is reportable for particulate matter. The sample and lot number is available for evaluation. No patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
The reported meter (B)(4) was returned for an investigation. The complaint was not confirmed. This is the final report.